Manufacturer narrative:
(B)(4) incision enlargement. Device evaluation: the packaging for the intraocular lens was returned; however, no actual lens was received. An investigation, therefore, was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. All units were released according to specification. The device manufacturing procedures were performed as required. No non-conformance reports related to the reported event were identified in the review. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was implanted into the patient's eye and the patient moved. The capsule had a small tear, hence doctor decided to remove the lens and replace it with an anterior chamber lens. There was no vitrectomy but a small incision (size not noted) was done in order to implant the replacement lens. There was no patient post-op injury. Surgery went well.